Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a kidney drainage procedure, removal difficulties were encountered. In mid september the drain was considered for exchange, however due to the patients anxiety about the prospect of the procedure and the fact that the drain at the time was draining freely and free of any signs of infection a decision was made by the clinical staff to leave the drain in. The removal procedure in (B)(6) was to be performed using local anaesthetic and ultrasound because the patient was 29 weeks pregnant. It was reported that the catheter was not draining for two weeks. The catheter was encrusted therefore an amplatz super stiff guide wire was unable to be advanced any further than the catheter loop and became stuck inside the catheter. The suture wire was pulled back with a forceps to uncoil the catheter, however the suture wire broke and fragmented. Patient underwent intravenous sedation and received pethidine for pain, the physician used a total of 5 minutes of x-ray in additional efforts to remove the catheter, the catheter and guide wire were removed together. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned separated in two sections. The proximal end was broken at 7.3 cm from the hub end. The distal section was broken at 15.6 cm from the pigtail end. The suture is broken, and it was received inside the catheter. Catheter has evidence of calcification on the pigtail and on the shrink heat, it is occluded and one section of the amplatz wire was received loaded in the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a kidney drainage procedure, removal difficulties were encountered. In mid september the drain was considered for exchange, however due to the patients anxiety about the prospect of the procedure and the fact that the drain at the time was draining freely and free of any signs of infection a decision was made by the clinical staff to leave the drain in. The removal procedure in early october was to be performed using local anaesthetic and ultrasound because the patient was 29 weeks pregnant. It was reported that the catheter was not draining for two weeks. The catheter was encrusted therefore an amplatz super stiff guide wire was unable to be advanced any further than the catheter loop and became stuck inside the catheter. The suture wire was pulled back with a forceps to uncoil the catheter, however the suture wire broke and fragmented. Patient underwent intravenous sedation and received pethidine for pain, the physician used a total of 5 minutes of x-ray in additional efforts to remove the catheter, the catheter and guide wire were removed together. No additional patient complications were reported.